Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the cable assembly failed pressure leak test. Omsc presumed that the cable unit had a poor watertightness due to the handling by the user, and a short circuit in the internal board occurred. This caused the image failure.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, there was no image on screen and only color bars appeared. There was no report of patient injury associated with the event.